Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00229: screw 1; 3025141-2019-00231: screw 3; 3025141-2019-00232: screw 4; 3025141-2019-00233: screw 5; 3025141-2019-00234: plate.

Event description:
A surgeon implanted an aculoc 2 plate and five screws on (B)(6) 2019. At a follow up appointment, it was determined that two of the screws were broken. The implants were explanted on (B)(6) 2019.